Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of clinical medicine, titled ¿mid-term outcomes of a rectangular stem design with metadiaphyseal fixation and a 135° neck¿shaft angle in reverse total shoulder arthroplasty¿. The study reviewed one hundred thirty-two (132) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address cuff arthropathy, massive irreparable rotator cuff tears, or eccentric osteoarthritis, using arthrex universal glenoid, and/or univers revers shoulder prosthesis devices. During the 6 month, 1 year, 2 year and 5 year follow-up periods, one (1) patient experienced humeral loosening and/or migration. Source: ameziane, y., audigé, l., schoch, c., flury, m., schwyzer, h. K., scaini, a., ... & moroder, p. (2025). Mid-term outcomes of a rectangular stem design with metadiaphyseal fixation and a 135° neck¿shaft angle in reverse total shoulder arthroplasty. Journal of clinical medicine, 14(2), 546.